Event description:
A motor stall and motor stall recovery in the event logs was reported. The motor stall was caused by the patient having an MRI. The patient had an MRI on (B)(6) 2015 and the patient came in the day of the report for a dose adjustment. Per the healthcare provider the pump logs were checked today and the motor stall message shows at the time the patient went into the MRI yesterday but the motor stall recovery did not show until today when the pump was read. The pump was not audibly alarming from the time of the MRI until today. The pump was used to deliver gablofen. No patient symptoms, interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).